Event description:
On 2016-01-07 additional information was received from the company representative regarding the explanted pump. The pump was explanted; however the pump could not be sent to (B)(6), as the (B)(6) post refused the packaging slip. The post was reportedly not allowed to send "it in foreign countried" except (B)(6). Several post stations were tried. The company representative was going to contact another company representative. No further information was provided.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication, stall due to shaft-bearing and gear pinion. Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a health care professional (hcp) via representative regarding a patient who was receiving morphine 10 milligrams per milliliter (mg/ml) at a dose of 9.244 mg/day via an implantable pump. The lot number, medical history, and concomitant medications were not obtainable. On approximately (B)(6) 2015, the patient experienced withdrawal symptoms and a motor stop occurred due to an unknown reason. Diagnostic testing/troubleshooting included the pump data. No interventions were taken but the explant of the pump was planned for (B)(6) 2015. The issue was not resolved and the patient's status was not obtainable at the time of the report. Additional information has been requested regarding the motor stop and indications for use, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported from a company representative, that the pump was not explanted. The pump reportedly restarted/recovered, before the planned explant, but the hcp planned an explant for an unknown date. The motor stop was further clarified as "the pump was in stop mode, then runs again." No tube set message was present in the logs/upon interrogation. The patient was not exposed to an emi or MRI. The indication for use was chronic pain. No further information was provided.